Event description:
On 05-apr-2021, device evaluation for the activ.a.c.¿ ion progress¿ remote therapy monitoring system was completed by kci quality engineering. On 04-dec-2020, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. On 31-mar-2021, the device was tested per quality control procedure by kci quality engineering, and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the additional information obtained regarding the activ.a.c.¿ ion progress¿ remote therapy monitoring system, kci's assessment remains the same; it cannot be determined that the alleged fungal infection is related to the v.a.c.® simplace¿ ex dressing kit. The manufacturing records for the v.a.c.® simplace¿ ex dressing kit met all end release testing and packing performance. The patient was noted to have lymphedema. Lymphedema is a medical condition that may increase the patient's risk of infection which include fungal infections. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Additionally, the activ.a.c.¿ ion progress¿ remote therapy monitoring system passed quality control checks before and after patient placement.

Manufacturer narrative:
Additional information for the activ.a.c.¿ ion progress¿ remote therapy monitoring system serial number (B)(4): unique identifier (UDI): (B)(4). Device manufacture date: 08-jul-2020. (B)(4): the v.a.c.® simplace¿ ex dressing and associated v.a.c.® drape were not returned. Based on information provided, it cannot be determined that the alleged fungal infection is related to the v.a.c.® simplace¿ ex dressing kit. The manufacturing records for the v.a.c.® simplace¿ ex dressing kit met all end release testing and packing performance. The patient was noted to have lymphedema. Lymphedema is a medical condition that may increase the patient's risk of infection which include fungal infections. Kci has made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions: the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area, untreated or inadequately treated infection, inadequate hemostasis of the incision, cellulitis of the incision area.

Event description:
On 12-jan-2021 , the following information was reported to kci by the family member: on (B)(6) 2021, the activ.a.c.¿ ion progress¿ remote therapy monitoring system was suspended allegedly due to patient developing a fungal infection under the v.a.c.® drape. The infection is being treated with an antifungal cream. On 15-jun-2020, a device history record review for v.a.c.® simplace¿ ex dressing kit lot number 60259173v005 was completed. All end release testing of the product and packaging met specifications. A device evaluation for activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.